Event description:
It was reported that when the 9800 system was plugged into the wall outlet an audio tone came from the workstation. The system was unplugged and plugged in again, after a few mins, and no tone was noted and the system worked as intended. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed and evaluation over the telephone. Advised the customer that the tone they heard is a warning tone that alerts the user that the facility supply power may be bad (low or high). According to the customer, the system is working as intended. No add'l info at this time. If info is received that indicates any add'l issues a f/u report will be submitted as required.